Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. With such limited information, the reason for the second non-edwards valve deployment cannot be determined. It is possible that, unknown patient factors may have contributed to the viv event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: beohar, n. (2018). My worst complications: valve-in-valve gone awry. Tct 2018 presentation. Retrieved from: https://www.tctmd.com/slide/valve-valve-gone-awry.

Event description:
As reported in an article, ¿my worst complications: valve-in-valve gone awry¿, during a transfemoral valve-in-valve (viv) procedure, a medtronic evolut r valve was placed in an existing 23mm sapien valve (implanted in 2014). Pre viv, a mean gradient of 21 mmhg was reported. Post viv, a mean gradient of 6 mmhg was reported. The reason for the viv was not provided. Post procedure, the patient was discharged to home on anticoagulation therapy (aspirin and plavix). The patient was doing well at the 30-day follow-up. Three (3) months post implant of the evolut r valve, sudden onset of chest pain and shortness of breath was reported. While in the emergency department (ed), ventricular fibrillation and return of spontaneous circulation (rosc) after acls for 10 minutes was reported. The patient was referred for emergent cardiac catheterization. During the course in the catheterization lab, recurrent ventricular fibrillation, profound hypotension and pea arrest occurred.